Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as it did not have an adequate r prime or ring capture threshold. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR no report.

Event description:
It was reported that this brady lead was not implanted successfully due to not having an adequate r prime or ring capture threshold. This brady lead was replaced with the same model and will not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to not having an adequate r prime or ring capture threshold. This brady lead was replaced with the same model and will not be returned for analysis. No adverse patient effects were reported.